Manufacturer narrative:
The pump passed the displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement and active current measurement tests. No blank display anomalies were noted during testing. The pump had a cracked case at the belt clip rail corner, a stained serial number label, a peeling end cap address label, a pillowing keypad overlay and a damaged keypad overlay texture. The retainer was not detached during visual inspection. The pump was tested with a test p-cap and the test p-cap locked in place properly. There was no audio tone during the self test due to moisture damage on the electronic board stack. The pump was received with a corroded force sensor assembly and moisture damage on the motor assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer's current blood glucose level was 450 mg/dl at the time of the incident and was treated with the insulin pump. The customer reported that the insulin pump was cracked and the reservoir lip ring came off. The customer reported damage to the back side of the insulin pump and the reservoir lip ring. The reservoir able to lock in place when inserted into the insulin pump. The customer reported that they were prompted to replace the insulin pump¿s battery. The customer did so multiple times but the insulin pump did not return to power. The customer stated that the display was not blank less than 30 seconds and/or did not return and the display was not blank currently. The customer stated that the contacts on the battery cap are missing. The customer was away from home without a backup plan. The customer reapplied the contact to the battery cap then the insulin pump was able to turn on. The customer tested the blood glucose and confirmed that the meter was still in communication with the insulin pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The customer declined troubleshooting for high blood glucose. The insulin pump will be returned for analysis.